Manufacturer narrative:
The graft was not received for evaluation. Product batch 25b051 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. A review of complaints was completed and there were no additional complaints were reported for (B)(4) or any issues noted. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. While the exact root cause is unknown, the most likely cause of this patient's rapid graft occlusion seems to stem from a systemic hypercoagulable state most likely related to an underlying malignancy. Potential root causes for graft thrombosis include: low blood flow, inadvertent external compression (e.g., from clothing, etc.), inadequate heparin therapy for the patient, graft rotation; implantation technique or used in low pressure system. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted.

Event description:
Artegraft was implanted for a femoral av access and occluded one day later. The physician used tuftex to open the prosthesis. Some weeks later the artegraft "rip" up and was explanted. An eptfe prosthesis was then placed instead and the patient is doing well now. Initial implantation was the (B)(6), explantation was the (B)(6).